Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. 828267-not valid), inserted for female sterilisation. The patient's medical history included: penicillin allergy, skin rash, penicillin allergy, chronic cervicitis, adenomyosis, corpus luteum cyst, uterine fibroid, dysfunctional uterine bleeding, anemia, ovarian cyst, deep vein thrombosis, prophylaxis and sickle cell sc disease. Previously administered products< included for an unreported indication: aldomet, ferrous sulfate, hydrocodone, naprosyn, promethazine, alprazolam, acetaminophen, naproxen sodium, misoprostol, promethazine and terazol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (transabdominal hysterectomy with right salpingooophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the right tube had 1 coils visualized after placement. And the left tube had 3 coils visualized after placement. Lot number reported (828267) is invalid. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021, quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 828267) inserted for female sterilisation. The patient's medical history included penicillin allergy, skin rash, penicillin allergy, chronic cervicitis, adenomyosis, corpus luteum cyst, uterine fibroid, dysfunctional uterine bleeding, anemia, ovarian cyst, deep vein thrombosis, prophylaxis and sickle cell sc disease. Previously administered products included for an unreported indication: aldomet, ferrous sulfate, hydrocodone, naprosyn, promethazine, alprazolam, acetaminophen, naproxen sodium, misoprostol, promethazine and terazol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (transabdominal hysterectomy with right salpingooophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the right tube had 1 coils visualized after placement and the left tube had 3 coils visualized after placement. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: " previously reported event injury to herself replaced with pelvic pain and made medically significant and intervention required due to surgery". Reporter, lot number, medical history, historical drug and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.